Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the left ventricular lead exhibited increased pacing impedance and high capture threshold due to fracture. Programming changes were made. Patient condition was stable, and the patient would continue to be monitored.